Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The patient had bleeding at the stoma site after the peg-j was inserted. The doctor placed sutures at the stoma site. On (B)(6) 2017, spouse reported that patient fell and there was blood dripping from the stoma site. The spouse was instructed to seek medical attention due to the persistent bleeding and patient's post operative problems with bleeding.